Event description:
It was reported that a surface ECG revealed that the patient was in atrial fibrillation. The device was undersensing the waves at 0.1 mv bipolar atrial sensitivity. Unipolar tip also showed undersensing but unipolar ring at 0.5 mv appeared to pick up the fibrillation waves. The device was left in unipolar ring sensing on the atrial channel.